Manufacturer narrative:
Returned product was examined under magnification. X-rays show that both broken screws were on the styloid side of the plate. The fracture site of the second broken screw appears brittle, indicating a sudden failure. Additional MDR's associated with this event: 3025141-2018-00287: plate; 3025141-2018-00288: screw 1; 3025141-2018-00290: screw 3; 3025141-2018-00291: screw 4; 3025141-2018-00292: screw 5; 3025141-2018-00293: screw 6; 3025141-2018-00294: screw 7; 3025141-2018-00295: screw 8.

Event description:
At six weeks post op, two screws that had been implanted in the aculoc 2 vdr plate were found to be broken (by x-ray). The plate and screws, including the broken ones, were explanted.